Manufacturer narrative:
(B)(4)

Event description:
It was reported that charge time limit-reached during an emergency shock. Previous slow charge time measurements were also noted. The physician elected to take no action and follow-up with the patient. The device remains implanted. The patient was in good condition.